Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had to go to the hospital due to high blood glucose. Customer did not provided any blood glucose level. Customer had a issue with the insulin pump. Customer did not provided hospitalization details. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.